Manufacturer narrative:
The reported event for ipg migration cannot be confirmed through product analysis testing. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was able to be charged and passed functional testing on the automated test equipment.

Event description:
Additional information indicates the patient was flipping their ipg in the pocket.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced to address the issue.